Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned for evaluation, the root cause of the image issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear as soon as the cable was manipulated. The procedure was completed using a backup spectrum smart cable, which was made available in about two (2) minutes. No harm to the patient or user was reported.